Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg stopped working some time during 2014. The patient's entire scs system was removed. Please reference MFR. Report#: 1627487-2018-08787 and 1627487-2018-08788 for leads.